Event description:
Healthcare professional reported "leaking," "breast masses," and capsular contracture "severe", baker grade unknown. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "leaking". The side for the record is unknown. Device remains implanted. Healthcare professional later reported this record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b5, b6, d2b, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
The event of "lump/nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "leaking silicone breast implants"; capsular contracture, baker grade unknown; "calcified breast masses" additional, changed, and/or corrected data: b3, b5, b6, d6b, h6, h11.

Event description:
Healthcare professional reported unknown side "leaking". Healthcare professional later reported this record is for the right side. Healthcare professional later reported "capsular contracture" baker grade unknown, "calcified breast masses", and "gross rupture and free silicone spill". Device was explanted and replaced. Capsulectomy was performed. Device will not be returned.